Event description:
During laparoscopic cholecystectomy, disposable 5mm clip applier misfired. No intervention necessary. Sales representative took clip applicator. Diagnosis or reason for use: use during "laparoscopic cholecystectomy." Event abated after use stopped or dose reduced: yes.